Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported that the group changed by itself. It was reported that the patient could have changed it accidentally. Patient education was performed and the issue was reported to be resolved. Additional information received from a manufacturer representative (rep). It was reported the rep didn't know for sure if the patient changed the group on accident, but they told the patient to let them know if it happens again. No further complications were reported.